Event description:
Boston scientific received information that this device declared elective replacement indicator (eri) recently with charge times exceeding 23 seconds. To date, there have been no adverse patient effects reported.

Event description:
New information was received that this device was ultimately explanted for normal battery depletion.

Manufacturer narrative:
As of this date, the device has not been returned. If this device should be returned to our company, it will be analyzed and this investigation will be reopened and updated as necessary.

Manufacturer narrative:
At this time the product remains in service. If additional information becomes available, this report will be updated as necessary.